Manufacturer narrative:
The complaint is under investigation.

Event description:
It has been reported that during procedure, the metal rod of the luminous fiber fell while entering the eye. In addition: no report of prolonged surgery or that actual patient harm occurred.

Event description:
It has been reported that during procedure, the metal rod of the luminous fiber fell while entering the eye. In addition: no report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, one 25 gauge shielded totalview endo-illumination probe was received for investigation. As received, the shaft was completely separated from the reinforcement capillary. Close examination revealed no traces of glue on the shaft or in the reinforcement capillary. Review of the manufacturing records related to the lot revealed no deviations; however, based on the physical investigation, it was determined that the failing bond between the shaft and the reinforcement capillary was most likely the result of the improper glue application. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the risk identified is included in the risk management documentation and the trend analysis indicates that the product is performing within anticipated rates, remedial action/corrective action/preventive action/field safety corrective action (fsca) is deemed not necessary. As previously stated, complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints on disposable light probes with failure mode as evaluated li-shaft-glue.